Manufacturer narrative:
The t:slim g4 user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the date was a day behind. Review of pump settings by tandem technical support found that the customer had set the pump time 1 hour to 12 hours ahead of the actual time. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.